Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representation team reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 411 mg/dl. Blood ketones 0.9, units 15. The device will not be returned for analysis.